Manufacturer narrative:
No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The exposed portion of the soft cannula was found to be kinked. The damage did not prevent fluid from exiting the distal tip of the soft cannula. No signs of leakage were found along the fluid path during the leak test. The cause and timing of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 347 mg/dl after approximately 5-24 hours of wear on abdomen. It was further noted that insulin was observed to leak for approximately two hours during wear that resulted in the pod adhesive becoming wet. The patient applied a new pod and successfully resumed therapy. The device was returned, and a kinked cannula was identified.